Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not use room temperature insulin when filling the cartridge. Tandem technical supported educated the customer that insulin should be at room temperature before filling a cartridge. There was no reported adverse impact to the customer¿s blood glucose level. Customer continued to use current cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.